Event description:
It was reported that the customer had blood glucose levels over 400mg/dl. The customer treated with manual injection. The customer also mentioned that the customer had a bent cannula. Troubleshooting occured. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.